Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been experiencing low blood glucose levels of 37mg/dl and 47mg/dl and that insulin was squirting out during manual prime process. The customer was assisted with prime rewind troubleshooting. The customer's blood glucose level was 80mg/dl at the time of the call. The customer was disconnected during priming. The customer was assisted with restarting priming process with new infusion set. The customer was advised to hold act button until insulin exited. The customer stated that insulin did not continue to drip after letting go of the act button and was explained that infusion set change resolved the issue. The customer also mentioned receiving but declined troubleshooting along with troubleshooting for the low blood glucose readings. The customer did not feel okay with the insulin pump and was advised that it needed to be replaced and to discontinue use and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected number ramping during testing. Pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.